Manufacturer narrative:
An evaluation of the devices and attached pt monitoring cables observed proper operation, through full functional and performance testing. The devices were returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.

Event description:
The facility is reporting artifact when monitoring pts with the device through both four wire and precordial pt cables.